Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Site relatedness to procedure: possible site procedure: l2-4 decomp; l3-l5 posterior fusion. Mdt relatedness to procedure: causal relationship mdt procedure: tlif cec relatedness to procedure. Causal relationship cec rationale for procedure relationship. Adjudication screw failure directly related to surgery requiring additional surgery. Site relatedness to tlif grafting material unlikely. Mdt relatedness to tlif grafting material possible. Cec relatedness to tlif grafting material possible. Site relatedness to the intervertebral body fusion device possible. Mdt relatedness to the intervertebral body fusion device possible. Cec relatedness to interbody device possible. Site relatedness to posterior supplemental fixation system possible. Mdt relatedness to posterior supplemental fixation system causal relationship. Cec relatedness to posterior supplemental fixation system causal relationship. Cec rationale for surgical construct relationship adjudication screw failure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per the diagnostic results periprosthetic bilateral l4 pedicle fractures.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone spinal therapy. Alleged issue: is this additional surgical procedure related to a study procedure? Possible to l2-4 decompression; l3-l5 posterior fusion. Is the additional surgical procedure related to the intervertebral body fusion device: possible is the additional surgical procedure related to the posterior supplemental fixation system: possible (B)(6) 2026 (rep): spondylolisthesis of l4-l5. Patient returns to office "with recurrent back and right leg pain of uncertain etiology." Plan is to get updated lumbar MRI. She gets periodic epidural injections for this leg pain is worse with standing and walking and better if she lies down chronic back pain radiating into lower right leg, CT scan done on (B)(6) 2025, surgeon scheduled surgery for (B)(6) 2025. The cec determined the additional surgery to be possible related to the tlif grafting material, to the interbody device and causal related to the posterior fixation device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.